Event description:
Consumer reports having inaccurate readings with their plink meter. Readings are not indicative of how they feel. Analysis run on clark error grid using mean average reading (314) as ref. Point vs. Bd readings (59, 549) yielded data points in the e/c range of the grid, outside acceptable limits.